Manufacturer narrative:
Lot # was revised to w3042. It was initially reported that "endophthalmitis" occurred in the left eye, conflicting information has been received that has made this unclear. Although requests for additional information have been made, it has been reported that no additional information can be confirmed and cannot be expected by follow up contact. Manufacturer name, city and state was corrected to reflect the (B)(4) address. One other complaint (B)(4) was identified with the same reason code and was from the same facility. There was no product returned for evaluation on this complaint. Six quarters of sterilization dose audits (q4 2017 - q1 2019) were reviewed and found that all bioburden values were within acceptable parameters. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action deemed necessary. No product was returned for evaluation, as such no definitive conclusions can be drawn as to the source of the "endophthalmitis". Per the medical reviewer, contamination of surgical-reusable equipment should be considered in addition to the well-known risk factors, such as an immunocompromised patient. Should the product be received, the investigation will be reopened. Complaints of this type will continue to be monitored. The investigation is considered complete at this time.

Manufacturer narrative:
Lot # was initially reported incorrectly as w3024. New information indicates the correct lot number to be w3042. Device manufacture date has the corrected date of manufacture, and the expiration date remains 16-mar-2020. The evaluation results remain, with one exception. Six quarters of sterilization dose audits (q3 2017-q1 2019) were reviewed and found to be within acceptable bioburden parameters versus the originally reported (q4 2017- q1 2019). The investigation is considered complete at this time. Should product be received at a later date, the complaint will be reopened.

Manufacturer narrative:
Though requests have been made for product return, to date none has been received. Investigation results are pending.

Event description:
A patient received phacoemulsification and intraocular lens implantation, due to senility cataract in both eyes with the stellaris system. The incision was not sewn, and the patient was discharged with medication on the same day. Re-examination showed no discomfort and 0.8 vision. On several days later, the patient was hospitalized into emergency admission due to "suppurative endophthalmitis od" of the left eye. Posterius segment vitreous cut surgery occurred, and it did not remove the artificial crystal. Post-operative inflammation again appeared. Posterius segment vitreous cut surgery recurred, and intraoperatively removed artificial crystal. Endophthalmitis was controlled. The patient was given medication and was discharged from hospital. It is reported that the patient has recovered.